Event description:
It was reported that during central processing, the jaw of the vessel sealer extend (vse) instrument would not open. No fragment fell into the patient. The user completed the procedure and no known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the initial reporter was unable to provide any additional information about the reported event. Patient demographics were requested but were unable to be provided.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The vessel sealer extend (vse) instrument was analyzed and found to have a dislodged blade. Visual inspection showed that the blade was extended 0.0520", outside of the blade garage. There was moderate bio debris found at the instrument tip between the grips along the knife track. Components adjacent to this dislodged blade do show damage. The jaws have scratches. Additional findings not related to customer reported complaint: the instrument was found to have a scratched grip tip. Both grip tips have scratches on the side and the tip. The scratch marks measures approximately .0065". The complaint was confirmed by failure analysis.